Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. The root cause of the reported issue was determined to be a depleted battery. The customer was provided with a warranty replacement device.

Event description:
The customer contacted stryker to report that their device did not power on when the lid was opened. This condition can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not power on when the lid was opened. This condition can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.